Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient's detail was not showing up. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the patient was not showing up on the pyxis station. A technical support specialist (tss) had checked the station data synchronized logs and found several errors during patient admission. Tss confirmed that issue was related to data synchronized, which enables communication between the station and the server. The station had been unable to communicate because it was trying to insert database records that no longer existed. Preventive measures included maintaining continuous network connectivity and regularly rebooting stations for updates and data cleanup. The customer asked if scheduled updates and power management could be factors. The tss confirmed that devices were automatically rebooting for updates and explained that occasional data synchronized issues are common but easily resolved. The station was syncing and communicating properly with the server, and patients and orders were displaying correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient's detail was not showing up. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.